Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was located in the 90% stenosed, moderately tortuous lad (left anterior descending). A 2.5x15mm non-bsc stent was placed and then this 1.5x15mm apex flex balloon was introduced into the patient. The apex balloon ruptured at 12atm on the first inflation. There were no patient complications and the patient condition was reported to be good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)